Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
This complaint was received via maude event report. It was reported that during cranial vault reconstruction, the physician wanted arterial access. The catheter was placed in the patient's left wrist. When the physician attempted to remove the guide wire, it came apart. They thought they removed all pieces. At the end of the procedure, they performed x-rays. One showed a metal piece in the patient's left wrist. The surgeon went in and removed a small piece of wire.